Event description:
A nurse put an uncapped syringe into a sharps container. The needle punctured through the side of the container. The nurse was not aware that the needle had punctured the container. Another individual picked up the container, also unaware of the exposed needle, and pricked finger.